Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-50, (B)(4), description: linear st lead - 50 cm.

Event description:
A report was received that the patient will undergo a lead revision as it is believed that the lead is fractured. No x rays were taken but the lead is exhibiting high impedance readings.

Manufacturer narrative:
Additional information indicated that the patient had the entire system explanted. The patient is reportedly doing well. Model #: sc-1110-02, serial #: (B)(4). Precision ipg kit device evaluation indicated that the lead ((B)(4)) failed visual, electrical, mechanical and photographic imaging tests performed. The complaint was confirmed. Visual and x-ray inspections found four electrode wires are cut. The latest setting indicated that these nodes were being utilized for patient programming. The source of the damage could not be determined. Device evaluation indicated that the lead ((B)(4)) passed visual, electrical, mechanical and photographic imaging tests performed. The device exhibited normal device characteristics. Device evaluation indicated that the ipg passed visual, electrical, mechanical and photographic imaging tests performed. The device exhibited normal device characteristics.

Event description:
A report was received that the patient will undergo a lead revision as it is believed that the lead is fractured. No x rays were taken but the lead is exhibiting high impedance readings.